Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, product ID: 9735737, software version: 2.1.0; product ID: 9735787, h6: multiple annex a codes were coded for this event. A070803 was coded for the system not starting. A0719 was coded for the system shutting off. Multiple annex g codes were coded for this event. G02002 was coded for product: 9735773. G02008 was coded for product ID: 9735737. G02027 was coded for product ID: 9735787. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a procedure the system shut off unexpectedly. The site was unable to turn the system back on. They unplugged the power cable and disconnected the interconnect cable, and then they were able to turn the system back on. Technical services (ts) had the manufacturer representative (rep) go into self test and the battery percentage remaining was at 100% for both main and camera cart. The rep unplugged from wall and the system remained on. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6), product ID: 9735773, serial/lot #: (B)(6). The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the ups had electrical failure as the display had no change when the power button was pressed. Codes: b01, c02, d02. The battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the battery had electrical failure as the battery overheated and had no power. Codes: b01, c02, d02. The logs did not capture any segfault, core file, gpu crash, database corruption. But upsd logs captured abrupt shutdown which captured in the syslog too. In sfdc, as per the hardware analysis, for the uninterruptible power supply (ups) which was done on (B)(6) 2024 that "[ups was tested with known good test equipment and is unable to power on. Display has no change when power button is pressed. Afc: nafc0189 - ups damaged;]" and for battery on (B)(6) 2024 that "[ battery was tested (51.39v) with a known good ups for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Afc: nafc0089 - damaged electronics / interconnect failure;]" the issue was with the system power supply components (ups <(>&<)> battery). Based on the information provided, this did not appear to be software related. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.